Event description:
It was reported that the stent was partially deployed. The target lesion was located in the common iliac artery. Following predilation with a mustang balloon catheter, an 8x60x75 epic¿ stent was advanced to treat the target lesion. The physician attempted to deploy the stent slowly but after 2-3 rows of stent cell was deployed, the stent did not move and was not fully deployed. The physician attempted many times to deploy the stent, but still was not successful and decided to throw back the whole system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).